Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. It was noted fluid leaked from where the cassette was inserted and was also discovered in the pump module area and on the external of the cassette. It was noted m31 air detected in cassette warning occurred during unspecified fill/dwell/drain stages of treatment. The patient contact was advised to call in while the alarm or message was occurring in order to live troubleshoot and to allow cycler to dry before next treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. It was noted fluid leaked from where the cassette was inserted and was also discovered in the pump module area and on the external of the cassette. It was noted m31 air detected in cassette warning occurred during unspecified fill/dwell/drain stages of treatment. The patient contact was advised to call in while the alarm or message was occurring in order to live troubleshoot and to allow cycler to dry before next treatment. Additional information was requested but was not received to date.